Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that he patient presented to the clinic after receiving inappropriate therapy. Electrical function of the lead was tested; noise and low hv lead impedance were detected. Externalized conductors were observed via diagnostic imaging. Lead was capped and replaced. Patient condition was fine post procedure.